Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during bolus delivery. Customer stated that the alarm was resolved by a complete set change and troubleshooting was unable to be conducted. Customer also mentioned that they had to treat with shots. No further information reported.